Event description:
It was reported that the patient experienced constant discomfort at the pocket site. It was noted that the ipg had slightly rotated in the pocket. The patient felt discomfort when stimulation was either on or off. It was believed that the cause of pain or discomfort was the ipg pocket. The patient underwent a revision procedure wherein the ipg was repositioned higher in flank and remained implanted. The patient was doing well post-operatively.